Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had corrosion in the battery compartment with no noted physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings:the pump battery compartment was observed to be cracked at the compartment threads. Evidence of moisture was observed in the battery compartment and on the battery cap. A leak test was performed and found that the pump was leaking from the battery compartment. The pump was found to be unable to power on related to the moisture damage. The pump cover was removed and no additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.